Manufacturer narrative:
H.6 investigation summary: two actual samples were received by our quality team for evaluation. The two actual samples were subjected to visual inspection, end cap dimension measurement, end cap luer cone measurement, and flow control plug dim b and dim c. No abnormality was observed on the flow control plug. The two samples did fail the end cap luer cone measurement; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, "the filter (valve) is also removed when removing the white cap" refers to the flow control plug (fcp) was removed when user was removing the end cap. As the fcp was removed together with the end cap during removal of end cap, it resulted in leakage from the needle hub flashback chamber. After investigation, it was found that the end cap luer cone dimension is out of specification. The cause of dimension to be out of specification could be due to wear and tear of the mold insert which results in a bigger diameter being molded and leads to a bulged cone. The bulged cone could cause higher interference between the end cap and the fcp. This could cause a higher disassembly force which resulted in fcp being removed together with end cap and hence leading to leakage from the needle hub. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Able to confirm the customer experience based on samples returned.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from dutch to english: lately customer notice that when you prick a venflon the filter (valve) is also removed when removing the white cap. This creates an open connection with the needle through which blood flows out of the venflon.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: lately customer notice that when you prick a venflon the filter (valve) is also removed when removing the white cap. This creates an open connection with the needle through which blood flows out of the venflon.